Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the right ventricular lead had elevated capture thresholds and diminished r wave sensing. The lead was explanted and replaced with no complications. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 64.7 cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.